Event description:
It was reported that the ventricular lead exhibited intermittent oversensing which could not be reproduced with isometrics. As oversensing was not observed in the unipolar configuration, the lead was switched to unipolar. The patient was not pacemaker dependent.

Manufacturer narrative:
Na